Event description:
After insertion of the catheter, the ph monitoring capsule did not release when the plunger was pushed. This is the second time that this has occurred with this device. Reporter has samples of both catheters. The date shown reflects the second occurrence.